Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.50mm x 15mm nc emerge balloon catheter was advanced alongside a non bsc balloon in a 7fr non bsc guide catheter as a trap balloon. The physician pushed really hard and the shaft was kinked and then severed as it was removed. No patient complications were reported.